Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that intra-op the setscrew wouldn't tighten. The hcp retried and multiple clicks could be heard, but the lead in the header block would still not tighten down. The hcp used another ins and it worked fine. The issue was resolved. There were no patient complications reported as a result of this event.